Event description:
9/15/2023 - we were notified of a patient who had a retained capsule, patient is speaking to his physician on next steps as he has had several x-rays and the capsule has been in his system for 2 weeks. Their doctor was contacted and frm-0089b was sent to them. After requesting updates and the filled form on 9/19/2023 and (B)(6) 2023, the customer indicated us, on (B)(6), that she had passed the form to the physician but she hadn't heard from him or received any response. 10/4/2023, 10/10/2023 & 10/17/2023 - we requested the frm-0089b again. 10/18/2023 - frm-0089b was never received but the capsule was received at the download center and the video was successfully uploaded into capsocloud.

Manufacturer narrative:
9/15/2023 - we were notified of a patient who had a retained capsule, patient is speaking to his physician on next steps as he has had several x-rays and the capsule has been in his system for 2 weeks. Their doctor was contacted and frm-0089b was sent to them. After requesting updates and the filled form on 9/19/2023 and (B)(6) 2023, the customer indicated us, on (B)(6), that she had passed the form to the physician but she hadn't heard from him or received any response. 10/4/2023, 10/10/2023 & 10/17/2023 - we requested the frm-0089b again. 10/18/2023 - frm-0089b was never received but the capsule was received at the download center and the video was successfully uploaded into capsocloud.